Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the ovation endovascular sealing system was implanted to treat an abdominal aortic aneurysm. During this initial procedure it was reported that a non - endologix stent was used as one of the two limbs to complete this system. This is considered an off- label case. On (B)(6) 2018, endologix was made aware of an occlusion of the limb for the main body. The physician elected to implanted two (2) non - endologix stents to resolve this event. The patient was reported as doing well.

Manufacturer narrative:
The root cause for the reported limb occlusion could not be definitively confirmed with the information available. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, the event determination and related patient harms and patient disposition could not be independently assessed. Based on the description of the event, a non endologix iliac limb was implanted with ovation during initial implant, which is outside the indications for use. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.